Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the ultrasound gastrovideoscope exhibited foreign material on the distal end and the forceps wire pipe, and damage to the ultrasound probe and the acoustic lens. There was no patient involvement.